Manufacturer narrative:
The additional proglide device referenced in b5 is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that suture placement with a proglide device was attempted in the mildly calcified left common femoral artery via 6fr sheath using the preclose technique prior to an interventional aortic valve stenosis procedure. Reportedly, the sutures inside the proglide device broke. An additional proglide device was used for successful suture placement using the preclose technique. The sheath was upsized to an 8fr and the procedure was completed. Hemostasis was achieved using the pre-placed sutures from the additional proglide device and a non-abbott device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported suture break was confirmed as a link break. A review of the manufacturing records no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/ link pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.